Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that in the extraction of a tibial nail the mallet head separated from the handle. It was reported that the hospital would not provide patient info or medical records.

Manufacturer narrative:
The evaluation revealed the broken slotted hammer to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The hammer was documented as faultless prior to distribution. As the device had been in use for approx. 5 years (manufactured in september 2012) we pre-suppose that it had fulfilled its tasks in former surgeries as intended. An inspection of the hammer was not possible because it was not provided for investigation. The root cause of the breakage could not be determined. Previous complaints are known; the investigations revealed that the welding seam connection between hammer head and hammer shaft got broken after many times of usage or due to overload. Ecn (B)(4) was raised to optimize the hammer head connection to the shaft. The design change became effective in 2006. The complained hammer was manufactured post to the change. The new connection is stronger but does not prevent breakages due to heavy overloads. The IFU addresses that all instruments shall be used according to their indication and with care. The operative technique includes that the slotted hammer shall be used in a controlled manner in combination with the universal rod. Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Device was not received.

Event description:
It was reported that in the extraction of a tibial nail the mallet head separated from the handle. It was reported that the hospital would not provide patient info or medical records.